Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 due to pelvic pain. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent placement of ureteral stents on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to vaginal wall prolapse, cystocele, and rectocele. After implantation, the patient experienced pain, recurrence, dyspareunia and urinary/bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.